Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alerts/indicator lights are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that during treatment all 4 leds of the pico 14 device are flashing. Even changing the battery does not solve the problem. The pico bandage is ok and correct applied. After less than 2 hours of use the error appeared and the pump / device had to be changed (new pico 14 pump was connected). There were no injuries to the patient and so there was no delay in treatment.